Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a birds nest filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Patient allegedly received an implant on (B)(6) 2007 due to multiple surgeries and fractures. Patient is alleging organ and vena cava perforation. Patient alleges "my ivc filter has 4 legs that are perforating through my ivc vein. I have pain in my right shoulder going down to my arm. I also have pain on the right side of my chest. I have shortness of breath (sob). I have numbness on my whole right side." "...constant pain, and I need to apply heat after I care for my patients." Per computed tomography report, "the hook of the cook gunther tulip retrievable ivc filter is at the mid l2 vertebral body. The ivc filter is not tilted. All the struts of the ivc filter perforate the ivc up to 20mm. One (1) anterior strut perforates the ivc wall 15mm and contacts the bowel. One (1) medial strut perforates the ivc wall 17mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 20mm and contacts the l3-4 disc. One (1) lateral strut perforates the ivc wall 19mm and contacts the bowel."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ perforation. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 04apr2018 as follows: pt allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to fractures requiring multiple surgeries. Pt alleges vena cava perforation. Pt further alleges pain in right shoulder and right side of chest, shortness of breath and numbness. Pt noted having anxiety without further details.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Corrected data: additional information: patient code: vessels, perforation of (2135), not listed in IFU; dyspnea (1816), not listed in IFU; numbness (2415), not listed in IFU. Device code: no code available (319) [device perforation], not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown or unavailable. Corrected data: additional information: patient code: vessels, perforation of (2135), not listed in IFU; dyspnea (1816), not listed in IFU; numbness (2415), not listed in IFU. Device code: no code available (319) [device perforation], not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther: vc perforation, pain, sob, numbness, anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported pain and shortness of breath are directly related to the filter. Unknown if the reported numbness and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this time. Filter tulip is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.